Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured upon first inflation for 30 seconds and the device was simply removed from the patient's body.